Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device wasn't working great anymore. The patient said the device stopped working shortly after he had the last revision. The patient clarified the revision meant since he got the most current implant put in. The patient said he was getting more painful stimulation no matter what he does and the current device doesn't work as well as the previous implants did. The patient said no matter how it is programmed, the painful stimulation won't get resolved. The patient said it could be his body causing the issue, but he didn't know. The patient stated he had tried every parameter there was. The patient said he has had many implants, so he was very knowledgeable of the system. The patient said the stimulator used to be good, it was the greatest thing ever and it changed his life drastically from being basically bed ridden to being functional, but now the stimulator sucks. The patient was directed to their healthcare provider (hcp) for possible reprogramming and to have the device checked. The patient needed an MRI for the future and stated his body was (profanity). The patient asked about device components and it was reviewed the patient did not have an MRI compatible lead. It was reviewed it was a medical decision to replace the device components. No further complications were reported.